Event description:
It was reported when using the bd pyxis medstation system the patient orders were not showing up. The customer stated that this malfunction causing a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient orders were not showing up. A technical support specialist confirmed that the issue was resolved. Also attached an article of "patient missing on a bd pyxis medstation es". The system functioned as intended after the customer resolved the issue.